Manufacturer narrative:
Analysis of programming history obtained from physician's programming handheld.

Event description:
Reporter indicated that a pt presented for a normal office visit where it was revealed that her output current was set to 0ma, when the office visit before it had been programmed to 1.25ma. A review of programming history obtained from the physician's programming handheld revealed that an interrupted system diagnostics test caused the current to be reset to 0ma.